Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for analysis. The reported difficulty opening the clip and difficulty removing cds from sgc were not confirmed. The reported knob issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database revealed no other cds knob issue, clip unable to open, or difficulty removing the cds from the sgc incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The steerable guide catheter (sgc) reference is being filed under a separate medwatch MFR number.

Event description:
This event is being filed because the clip delivery system (cds) met resistance with the steerable guide catheter (sgc) during withdrawal. Difficulty removing a device has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Difficulty was noted during use of the m-knob; however, the clip delivery system (cds) was able to be positioned in the small left atrium. However, once the cds was in the left atrium, the clip was unable to open. During removal of the cds, resistance was met with the tip of the steerable guide catheter (sgc). Reportedly, the sgc was not straightened prior to removal of the cds. The cds was able to be removed from the sgc after two to three attempts and troubleshooting. Four clips were deployed and the procedure was completed successfully, reducing mr to 1-2, with no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided. The cds was returned with what appears to be a piece of the sgc soft tip material on it, suggesting that the sgc soft tip was torn as a result of the resistance noted during the procedure.